Manufacturer narrative:
Results: endoleak, disease progression; aortic neck and iliac limb elongation. Conclusion: disease progression; aortic neck and iliac limb elongation.

Event description:
An aneurx bifurcated stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 67 months ago. Information from the index procedure is unknown. Current vessel morphology was reported as a 60mm aneurysm; 30mm aortic neck diameter at the renals; a 28 mm diameter aortic neck; mild neck calcification with no tortuosity; 40mm of left and right distal fixation and no neck angulation; clean iliacs; good access vessels. It was reported that a distal migration and a type I endoleak were noted. There is no growth in aneurysm. The patient was successfully treated this month with a talent cuff. No clinical sequelae were reported, and the patient is fine. Currently, it was reported that the talent aortic cuff that was implanted currently has a proximal type I endoleak. No intervention has been done yet, and the patient may be treated with a talent converter device in the near future.

Event description:
Additional information for this case was received. An endurant aortic cuff was implanted and the proximal type I endoleak was resolved.